Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Health authority reports were received in regard to this event: mw5181889, mw5181890. It was reported that delta cer head 12/14 32mm +1, altrx neut 32idx48od, and pinnacle sector ii cup 48mm were associated with a reported event. The patient experienced severe right hip pain and audible squeaking, leading to an emergency department visit and subsequent emergency revision surgery of the right hip. The event resulted in a corrective invasive procedure in which the devices were replaced or revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5, d6a, d6b, d10 (concomitant), g1. Corrected: b3.

Event description:
Additional information was received stating: patient called this writer back on (B)(6) 2026. She states that she has no history of falls but her hip felt unstable and like it was going to "pop." During the revision the liner was jagged and broken off. The femoral head was black and "scraped up." The surgeon stated the head rubbing on the cup was the cause of the squeaking. Doi: 2018. Dor: 2024. Affected side: right hip.